Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the needle did not deploy the cannula into the skin. It was also reported that the pod gave an alert immediately after trying to activate the pod. The status of the pink slide and cannula cannot be determined due to the pod already being discarded. No impact to the patient's glucose level was reported. Treatment information was not provided.